Manufacturer narrative:
Further information was requested but not received.

Event description:
Manufacturer report number 3006705815-2019-01379. It was reported that lead migration issue was observed. Both leads were explanted and new leads were implanted. The implantable pulse generator was replaced to provide new therapy access with no malfunction allegation. Patient was stable.